Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient experienced blood glucose levels higher than 300 mg/dl for approximately three days. She was unsuccessful lowering her blood glucose levels via the infusion device. She switched to a different infusion device and her blood glucose levels returned to normal. No adverse event was reported. The infusion device was requested to be returned for product evaluation.